Event description:
It was reported that the labeling on the packaging of a clearlink system blood bag spike adapter was illegible. The plastic packaging had significant bleeding/running of ink when wiped with sterile 70% isopropyl alcohol as required during pharmacy sterile compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was originally submitted to the FDA through initial MDR # (1416980-2024-03466) with an aware date of 06/11/2024. Additional information was received on 08/09/2024 that triggered this new initial MDR for this event. One (1) actual device and a photograph of the sample was received for evaluation. Visual inspection was performed which observed the blisters were wiped up with a substance, then the label information was illegible. The reported condition was verified. The cause of the condition could not be determined. However, the ink is water-based, therefore, contact with other liquids can result in this event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.